Event description:
It was reported that the deep brain stimulation (dbs) system was explanted due to an infection in the implantable pulse generator (ipg) pocket. Patient is doing well post operatively. The device was not returned for analysis as it was disposed of by the medical facility. Physician will not release any further information regarding the event.

Manufacturer narrative:
Block d2b: additional pro code selections that apply to the indication of this device - nhl, pjs. Block b3: approximated event date of december 2024. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7129089. UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7128232. UDI: (B)(4).